Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade insert¿s coupling screw is not holding. This was found during surgery. There was no negative impact to patient and there was no delay in surgery. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the coupling screw was not holding. The repair technician reported the slignment was damaged and worn out. Worn out parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.